Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported a lead integrity alert (lia) was triggered due to high right ventricular (rv) lead pacing impedance. The lead was reprogrammed tip to coil sensing. The lia triggered again three days later due to noise and sensing integrity counter (sic). Noise was observed on the tip to coil electrograms but no noise was observed on can to coil electrograms. A lead fracture is suspected. The lead remains implanted however detections have been turned off. The patient is wearing a vest defibrillator until replacement. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the lead was explanted and replaced. No patient complications have been reported as a result of this event.